Event description:
It was reported that there was an external fluid leak from an unspecified location on a polyflux 140h. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: ¿ ¿¿ e1: initial reporter facility name: ¿¿¿¿¿¿¿¿¿ e1: initial reporter address: ¿¿¿¿5¿ 19 e1: initial reporter city: ¿¿¿ e1: initial reporter state: ¿¿¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.